Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 150 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer stated that she inserted the sensor in the afternoon and during the night it detected suspend on low and it was not low. The customer received changed sensor alarm. The sensor will not be returned for analysis.